Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged visit to emergency room, ems dispatched and was hospitalized for low bgs found on sept 01, 2021. Also, on (B)(4), svn#: 000313159849 - customer returned pump for an alleged unexpected auto suspend alarm found on sept 01, 2021. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Device was monitored for several hours and no unexpected auto suspend alarm noted during the testing. Navigated the insulin pump and it was verified that the auto suspend feature was turned off. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. On 08/28/2021 14:00:00.000 auto suspend settings was changed. Old auto suspend able disable = disable old auto suspend time = 12. New auto suspend able disable = enable new auto suspend time = 12. 08/28/2021 14:00:01.000 old auto suspend disable = enable old auto suspend time = 12. New auto suspend able disable = enable new auto suspend time = 1. In further full review of the pump history/traces on the event date of sept 01, 2021, auto suspend alarm was recorded on: 09/01/2021 01:35:00.000, 09/01/2021 01:45:00.000, 09/01/2021 03:24:00.000. 09/01/2021 03:34:00.000, 09/01/2021 05:10:00.000 and 09/01/2021 05:20:00.000. Then, on 09/01/2021 06:28:29.000 auto suspend settings was changed. Old auto suspend disable = enable old auto suspend time = 1. New auto suspend able disable = disable new auto suspend time = 1. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Device passed all the required testing. Unable to verify customer alleged for low bgs. Unexpected auto suspend alarm was not confirmed. Auto suspend alarm feature was working properly. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
There is no auto mode feature on this insulin pump.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in summary and provided in section b5 with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose on (B)(6), 2021 with blood glucose reading was 45mg/dl. Customer reported he went to emergency room five times and he was at physical therapy and they he called emergency medical service and he went to the hospital nearby and he had to stay in the hospital. Customer was treated with glucagon low blood glucose level at hospital. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. It was unknown that the auto mode feature was active at time of low blood glucose event. Customer approved troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.